Event description:
Per the patient's husband, cadd legacy pump serial number (B)(4) is beeping and showing the error code 1720 - send back to manufacturer. No interruption in therapy as patient switched to her other pump. A replacement pump is being sent out to arrive tomorrow. Dose or amount: 214.947 ng/kg/min. Frequency: continuously. Route: intravenously. Dates of use: (B)(6) 2016 to current. Diagnosis or reason for use: pah.